Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair surgery, t2 could not be secured in the tissue. T1 anchor was removed from the patient and a backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported curved ultra fast-fix assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The depth limiter has been trimmed to the surgeons desired length. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological changes in the soft tissue that would prevent secure fixation. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.